Event description:
It was reported that a vns patient since ((B)(6) 2012) has had throat pain with stimulation, and the throat pain makes her cough. The sensation makes her feel like she can't swallow. It first began during the night, and she used her magnet to disable her device. In the morning, she took the magnet off and the events began again with stimulation. She was seen on friday ((B)(6) 2012) and her output current was decreased by 0.5 ma increments to see if there was any improvement, but the event continued to occur. Her device was then disabled at the appointment. The plan is now to leave it off for a bit, and turn it on later to see if perhaps giving the patient a break from the stimulation would help. There have been no setting changes for 3 years, and no significant changes in medication recently that would have caused this. Additionally, there has been no swelling or external factors, and no trauma or manipulation that may have caused or contributed to this event. Now that the device is off, the event is no longer occurring. Diagnostics were performed on (B)(6) 2012, the patient's settings (prior to disablement) were: 3ma output current / 20 signal frequency/ 130 pulse width / 30 seconds on time/ 3 minutes off time / 3.25/ma output current /30 seconds on time /130. A lead test had been run and the results were: ok/ok/dcdc 5/eri=no. The patient has been at a dcdc of 5 for a very long time. Additional information has not been received at this time. .

Event description:
Additional information was received that the patient's device was disabled for several months and then turned on again (B)(6) 2012. When the device was turned on, all of the patient's previously reported events subsided and the patient has experienced no more problems. It is unknown if the patient's previously reported high impedance was on a normal mode test or a system diagnostic test. No further information has been attained.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.